Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications.

Event description:
According to the reporter, during a hartmann procedure, the device would not fire. Opening the jaws , the surgeon clamped the tissue again and attempted to fire the devicebut it still did not fire. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding. Cleaning type was auto-washer: 95 , 5 min with neutral detergent. No use of rust inhibitor, lubricant and strong alkaline ionized water. Sterilization method was an autoclave, 135, 5 min, vacuum dry for 20 min.